Event description:
This rn administered subq heparin utilizing the "easy point needle 25gx5/8"" retractable. Needle was injected and the button was pressed while needle was still inside patient to retract the needle, but when this rn moved her hand the needle was still exposed even though it "retracted" when the orange button was pressed.